Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices tested with clinical hcg-negative urine produced negative results at the read time. All results met the qc specification. False positive results were not observed during in-house testing. A review of manufacturing batch records did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that on (B)(6) 2017, the patient presented for a routine check up. The patient was tested on the medline hcg urine cassette and received a positive result. The patient indicated that they were not pregnant and a serum draw was done and sent to the lab for confirmation. The result came back as <2.0 miu/ml. No procedures/ treatment was provided or withheld based on the result. There was no adverse patient outcome. No further information was provided.